Event description:
Reportedly, this device was explanted due to aortic insufficiency due to non coapting leaflets after approximately an 8 month implant duration.

Manufacturer narrative:
Device not returned.